Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that a patient received a ncb df plate which fractured after 9 weeks from implantation time. Implantation report dated (B)(6) 2015. Indication: treatment of multi-fragment periprosthetic femur fracture. Procedure: is a multi-fragment fracture with dislocation of femur shaft. Surgeon noticed that the proximal main fragment and the distal main fragment there was only a short contact zone. In between there was another big fragment. Surgeon encountered some difficulties in positioning of the fragment but the final position was temporarily fixed with the help of wires. The plate length was sufficient to reach the lower part of greater trochanter, clearly above the distal end of the prosthetic stem. Revision report dated (B)(6) 2015: indication: revision of fractured ncb df plate. Procedure: distal and proximal plate fragments removed successfully, cerclage as well. Surgeon noticed that distal bone fragment was anatomically repositioned but not completely healed (micro movements were visible). Instead, proximal bone fragment looked like it was dislocated from anatomic position. Devices analysis: the plate was broken at the high of the 9th screw hole, starting calculating from proximal top of the df plate. As reported in the revision report, in order to be removed, the wires were cut. The screws did not reveal any conspicuous information. The surface at the broken area showed wave like metal structure. This surface damage suggested that the breakage occurred as consequence of fatigue stress. The thread was intact. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence of patient to rehabilitation protocol was unknown. Neither pre- nor post-operative x-rays were returned for the investigation. Visual examination revealed signs of fatigue stress thus potentially led to breakage. However, due to significant lack of information, it was impossible to perform a detailed root cause analysis. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted an unknown ncb plate on (B)(6) 2015. The plate broke on (B)(6) 2015 and the patient was revised on (B)(6) 2015.